Event description:
On (B)(6), 2023, the patient underwent endovascular procedure using gore® tag® conformable thoracic stent grafts with active control system to treat a thoracic aortic aneurysm. Reportedly, the physician decided to use a dsf2233 for access as a renal intervention was required post thoracic stent implantation as a part of the index procedure. A gore® tag® conformable thoracic stent graft with active control system (tgmr373715e/ (B)(6)) was tracked into the thoracic arch through the gore dryseal sheath. An angio run was completed to ensure the left common carotid perfusion and the device positioning. The catheter delivery system was then attempted to be removed, and it was noticed that the ctag device migrated a significant distance from target landing zone. The physician then pushed up on the delivery system and the entire device moved up the aorta. A tgmr373710e/ (B)(6) was then used to land at the left common carotid artery. A third ctag tgmr404015e/ (B)(6) was used as a bridging piece between the proximal and distal devices. Further ballooning of the bridging stent overlap into the distal tgmr373715e was performed. An angio run confirmed the seal proximally and distally. It was reported by the physician that later, on (B)(6), 2023, the patient required a spinal drain due to the neurological symptoms. This was after the patient left the operating table. He has since started moving his feet. On (B)(6), 2023, the fsa has been informed that the patient is currently paraplegic. According to the physician, the cause of the neurological symptoms was that there were two prominent lumbar arteries below t7, and the plan was to land both tgmr373715e and tgmr373710e above this zone. Due to the migration, the coverage of these two lumbars occurred. On (B)(6), 2023, the physician indicated that the right leg had recovered but the left leg was still an issue. The patient still has a spinal drain in.

Manufacturer narrative:
H6: code c20- a review of the manufacturing records for the devices are going to be conducted. The investigation is in process. The devices remain implanted and are not available for analysis. Also were implanted: tgmr373710e/ (B)(6), UDI# (B)(4) and tgmr404015e/ (B)(6), UDI# (B)(4). Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B6: imaging evaluation result was added. H6: code c19- a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The devices remain implanted and are not available for investigation. Also were implanted : tgmr373710e/ (B)(6) UDI# (B)(4) and tgmr404015e/ (B)(6) UDI# (B)(4). H6: c20- the delivery catheter for the tgmr373715e/(B)(6) was returned for engineering evaluation. Based on the evaluation, it was determined that an engineering evaluation was not necessary for this case. Although the device was returned, the adverse event was not attributed to the returned device, and could not be confirmed or evaluated with the returned device. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to stent graft migration, branch vessel occlusion or obstruction and neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Please note that this patient is also investigated for a device malfunction. The manufacturer report number 2017233-2023-04208 was emailed separately to FDA. The full engineering evaluation report for the returned device will be included in the manufacturer report number 2017233-2023-04208.

Manufacturer narrative:
B5: description summary was updated. H6: code c19- a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The devices remain implanted and are not available for investigation. Also were implanted: tgmr373710e/ (B)(6) UDI# (B)(4) and tgmr404015e/ (B)(6) UDI# (B)(4). However, the delivery catheter for the tgmr373715e/(B)(6) was provided for analysis. The investigation is in process. Images were provided for analysis. The investigation is in process. Further information will be provided. H6: code c21- a review of the engineering and imaging records for the device are going to be conducted. The investigation is in process. Please note that this patient is also investigated for a device malfunction. The manufacturer report number 2017233-2023-04208 was emailed separately to FDA on august 17, 2023.

Event description:
On (B)(6) 2023, it was reported that the patient has been discharged and regained use of both limbs (spinal drain was removed).